Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient's extension was replaced. No further information is available at this time.

Event description:
Follow up revealed that the patient's extension was explanted due to high impedances.